Event description:
It was reported that during an unknown procedure, clips were not fed into the jaws and fell out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.